Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:17:26. During night drain cycle two, the patient's ultrafiltration reading was 1390ml, indicating the home patient (hp) drained 1390ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv was not confirmed in the device's event log. Review of the event log revealed cycle 2 drain was completed on (B)(4) 2012 at 05:43 and the user's actual drain volume during cycle 2 was 2241ml. The user had a partial fill and the actual drain volume of 2241ml in cycle 2 is 112% of largest prescribed fill volume (lpfv) of 2000ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.